Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopy, the metal electrode at the front end of the super multivac 50 icw fell into the joint cavity when using the plasma knife head for ablation. The residue was removed by combining the suction tube and forceps. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (type of investigation, component code & investigation conclusions). H3, h6: the reported device was received for evaluation. A visual inspection was performed found that the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No visual issues. None of the electrode or tip is missing or detached. A functional evaluation was performed. The device was plugged into the controller and registered settings (1,7). The wand had no issues producing plasma or activating coag. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided image was performed and found the device on top of the packaging. The detachment of the electrode can't be evaluated. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.